Event description:
It was reported to philips that the device experienced fails defibrillator test. There was no report of patient involvement. The device was evaluated by the customer with assistance from a philips remote service engineer (rse) and it was determined that the capacitor needed to be replaced to return the device to working condition. The rse provided a quote to the customer for a replacement capacitor. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the capacitor. The rse ordered a replacement capacitor. The device remains with the customer. There is no indication of a systemic problem. No further investigation or action is warranted.